Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to having low blood glucose in the middle of the night. On (B)(6) 2016, the customer reported that they had been having a lot of low blood glucose incidents and they would be speaking to the trainer to get the settings of the insulin pump adjusted. During the follow-up call on (B)(6) 2016, the customer's spouse informed of the customer's passing and stated that they do not want to speak on the phone at the moment but can be contacted at a later time. No further information has been reported.